Manufacturer narrative:
The lead was returned to our (B)(4) laboratory. The lead was severed 140mm from the terminal pin. The two segments returned were 630mm in total length. Visual observations noted the rs- conductor coil extended beyond the cut end of the insulation by 9mm. The extracting stylet was returned stuck in the tip segment of the lead. Four sutures were returned tied around the lead body. Set screw marks were noted on the terminals; one on each of the is-1 terminal pin, and distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the ring. The distal end of the proximal spring electrode was separated from the lead body insulation and medical adhesive was noted. The proximal spring electrode was stretched in a few places. Tissue was wrapped around the tip and also noted entwined in the helix. Blood/body fluid was present in the lumen and helix housing. Electrical integrity of the returned portions was tested and these segments met specification. However, the allegations could not be confirmed through lab analysis.

Manufacturer narrative:
Information suggests these products remain in-service. Investigation is completed to date. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that out of range high pacing impedances were further detected.

Manufacturer narrative:
The lead was explanted and replaced. The device was electively explanted as a new device with a strengthened header bond needed to be implanted subpectoral.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator detected changes in impedances from 1000 to 1600 ohms. Thresholds had changed and the outputs were increased. Fluoroscopy revealed that this patient was a twiddler and the entire ICD had been flipped. The physician elected to continue to monitor this issue. No adverse patient effects were reported.